Manufacturer narrative:
A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys rubella igg immunoassay results for 1 patient tested on a cobas 6000 e 601 module. Sample a, collected on (B)(6) 2017, initial rubella igg result was around 20 ui/ml, reactive. Sample b, collected on (B)(6) 2018, initial rubella igg result was around 6 iu/ml, non-reactive. Due to the non-reactive result of sample b, sample a was retested and a rubella igg result of around 6 iu/ml, non-reactive, was obtained. The initial reactive rubella igg was released outside of the laboratory. There was no allegation of an adverse event. It is unknown which result, reactive or non-reactive, is deemed to be correct. The rubella igg reagent lot used for the initial sample a result was 267421 with an expiration date that was not provided. The rubella igg reagent lot used for sample b and the retest of sample a was 311042 with an expiration date that was not provided. The investigation is currently ongoing.